Event description:
It was reported: pt readmitted and went to surgery for loosening of acetabular component of rt hip. Dr notes-radiographs showed loosening of acetabular component. Pt had experienced groin pain previously & may have aseptic loosening.